Event description:
As the physician was attempting to deploy the viabahn endoprosthesis it got stuck. He said 'it felt as though the deployment line was caught on one of the struts'. It did deploy approximately 1 cm. He was able to get the device back into the sheath and remove the sheath and device together. As he did this, he disturbed the distal embolization protection device which allowed an embolis to be thrown. Subsequently the pt suffered a stroke. The pt is stable, but has slurred speech. The device has been returned for evaluation. The sheath was discarded by the hospital.